Event description:
On (B)(6) 2013, the pt underwent a trial procedure. It was reported the pt experienced a fever and soreness at the lead site. An infection was found and the lead was removed. The lead was sent for cultures and the pt will have lab work done.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.